Event description:
It was reported that a patient with a sling device underwent an artificial urinary sphincter (aus) implant procedure due to unspecified reasons. No additional information was reported.